Event description:
On (B)(6) 2013 during review of the patient¿s programming history, high impedance was observed to have occurred on (B)(6) 2011. It was reported that the patient had been referred for surgery. Although surgery is likely, it has not occurred to date. Good faith attempts for further information have been unsuccessful. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.